Manufacturer narrative:
Evaluation of the datalogs showed that the following errors occurred during the treatment: quantity - error ID - description - percent of reps 2 - 128 - overforce during rf on - 0.22% 1 - 133 - underforce during rewarm - 0.11% 6 - 76 - tip lifted/tilted during rf on - 0.67% 56 - 138 - temperature limit exceeded - 6.22% 2 - 135 - hp button released during rf - 0.22% 1 - 323 - one half tip rep remaining - 0.11% 1 - 211 - force too high when button pushed - 0.11% 3 - 310 - st- tip temp too warm - 0.33% 2 - 131 - underforce during rf on - 0.22% based on the evaluation of the datalogs, the system and handpiece performed as expected. The treatment tip has not been received for evaluation. The investigation is ongoing.

Manufacturer narrative:
Evaluation of the treatment tip found no issues related to this event. The tip passed incoming leak testing, thermistor testing, and visual inspection. No dents, scratches, blemishes or dielectric breakdown were observed. Functional testing was not performed due to no shots remaining. Based on the available information, this event is a known possible side effect to thermage treatment.

Manufacturer narrative:
The treatment tip has not been received for evaluation. Evaluation of the data log found that errors occurred during treatment. An error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency (rf) treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will display instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the system and handpiece performed as expected. The datalogs confirmed the provider¿s report of ¿excessive force (e128)¿ and ¿tip too warm (e138)¿ and showed these errors were most likely related to technique. A review of manufacturing records showed that all requirements were met. Final test verification specifications are acceptable. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the thermage cpt user manual, burns are known possible adverse patient reactions to thermage cpt treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
A user facility reported that a patient experienced second degree burns to the right cheek the day after a thermage cpt treatment of the face and neck. The incident occurred on the last 130 reps, with facial lesions were observed at around 800 reps. The highest energy level used was 2.5. Excessive force and tip too warm errors occurred during the treatment. Solta medical cryogen and approximately ¾ bottle of coupling fluid were used during the treatment. The treatment tip was inspected prior to use and when lesions were noted on the patient¿s face, with nothing atypical observed on the tip. This was the initial use of the treatment tip. The thermage cpt treatment was performed in conjunction with ultheraphy, botox masseter, and luxury facial. The patient also had a luxury facial, coquille peel, and lustrii laser seventeen days prior to the thermage cpt treatment. The patient has a prior history of monthly facials. Secondary intervention as a result of the burns included emollient face wash twice a day, beta+centa twice a day for seven days. Emollient cream and sunscreen once a day in the morning. Emollient ointment once a day at night. Ten days after treatment, the patient reported scabbing with lesions. Approximately three weeks post-treatment, the patient had no residual scarring. The solta medical reviewer evaluated two patient pictures. The first picture [a day after the procedure] shows multiple scabs on patient's cheek (one side). The second picture [approximately two weeks after the procedure] reveals that scabs are recovered with minor scars. Provider noted that patient has no more scars. The event remains a serious injury due to secondary intervention outside of standard of care.

Manufacturer narrative:
Upon visit to the clinic by a solta field service engineer, the system and handpiece performed as expected, with cryogen flowing normally to the treatment tip. The treatment tip has not been returned for evaluation. The investigation is underway.